Event description:
The facility reports the caregiver attached the sling to the temmo lift and went to lift the pt. When the pt was roughly one inch above the wheelchair, the clip came undone and the pt dropped right back into the wheelchair. The caregiver then clipped the slng again and proceeded to lift the pt up and to the bed, holding the clip into the lift. No injuries were reported.